Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient¿s blood glucose on (B)(6) 2016 was 25 mg/dl with loss of consciousness. It was reported the patient was treated by emergency medical service with glucose tablets/gel. The reporter noted the patient remained on pump therapy and the pump¿s basal rate settings were recently changed by a healthcare provider (hcp). During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported that the total daily dose basal history did not match the active basal program for a known and expected reason: the prime menu was accessed. There was no indication of a device malfunction after troubleshooting was completed. The reporter noted hcp and guardian insistence of a device malfunction and replacement. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction of unknown cause.